Event description:
The patient reportedly experienced sound quality issues and intermittencies. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.